Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse did the check with preventive maintenance and no leakage issue found. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has gas leak. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.